Event description:
It was reported that the pump alarmed ?delivery limit reached" but over infused. No patient injury was reported.

Manufacturer narrative:
A device history record review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. Operator of the device is unknown.

Manufacturer narrative:
Additional information received by smiths medical/ICU on 27-jun-2022 via email and attached to complaint object: date of the event updated from unknown to (B)(6) 2022. Time of event: 1033. The product issue did not cause or contribute to patient or clinical injury. Outcome of the event: patient received increased sedation from additional patient-controlled analgesia (pca) and required midazolam pca pump to be swapped out. Concomitant medical products and therapy dates: unknown. Patient received treatment that is congruent to medical stay. Patient details updated in complaint. Other relevant history: cervical spine compression, airway obstruction, chondrodysplasia punctata. H4: correction: device manufacturing date: 09-jan-2018.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customers reported problem were found during the review of the service and repair records. A product sample was received for evaluation. Visual inspection showed tamper seal was removed and there was a downstream sensor bubble. During functional check, the reported complaint was duplicated. Running three accuracy tests, the pump was found to be over delivering to the manufacturing specifications. The expulsor was trimmed to correct the problem.